Manufacturer narrative:
Additional information was received. Per the physician, there was no straight forward explanation for the annular rupture. The oversizing was in the classic zone and the patient¿s anatomy was discreetly calcified. The prosthesis was inflated to nominal volume. Significant tissue fragility could not be ruled out and, therefore, was retained as the main cause for the annular rupture.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, and conduction system defects (heart block) which may require a permanent pacemaker are known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the annular rupture could not be confirmed, however, the patient¿s reported severe leaflet calcification may have been a contributing factor. The cause for the heart block was likely related to the mechanism described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), after successful implant of a 29mm sapien 3 valve in the aortic position, the patient experienced complete heart block. A temporary pacing lead was introduced. The patient¿s blood pressure remained low and an annular rupture was suspected. A massive heme-pericardium was confirmed on tte and an annular rupture was identified under fluoroscopy. Pericardiocentesis and chest compressions were performed. A second valve was deployed which sealed the annular rupture, however, the heme-pericardium was not resolving and the patient was converted to surgery. During surgery, an annular rupture with a tear into the pulmonary artery was confirmed under direct visualization. Surgical repair was not successful and the patient expired on the table. The patient¿s native annulus measured 27mm and the sinus of valsalva measured 37mm. The patient¿s native leaflets were severely calcified, the native annulus was mildly calcified, and the native aortic root was mildly calcified. Nominal inflation volume was used to deploy the valve.